Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the solitaire resistance/damage was not determined. A continuous saline flush administered and maintained as indicated in the IFU.

Manufacturer narrative:
Continuation of d10: product ID: sfr-6-30 (d001478). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance in the proximal section during delivery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic stroke (terminal of internal carotid artery). Patient details: mrs: baseline 4, mrs: procedure 4, nihss score: baseline 15, nihss score: post procedure 4, tici score: baseline 0, tici score: post procedure 3. IV tpa was not contraindicated. Two passes were noted with the device. The patient¿s vessel tortuosity was minimal. Stroke onset to reperfusion time was 4 hours. The patient was undergoing an emergency thrombectomy. The patient was an acute large artery occlusion patient with the lesion at the end of the internal carotid artery. The surgeon planned to use the solitact technology to remove the thrombectomy. After the micro-guidewire and micro-catheter established the access, the micro-catheter performed proximal and distal angiography to clarify the proximal and distal positions of the thrombectomy and prepare to deliver the thrombectomy stent. The stent selected was sfr-6-30. The surgeon reported that during the push process, there was great resistance near the y valve. The surgeon tried to increase the force to push, but the resistance was still great. The surgeon withdrew the stent, performed secondary hydration, and pushed again, but the same resistance phenomenon still occurred. For the sake of surgical safety, the surgeon did not push with brute force, withdrew the stent, and observed the stent body morphology. The surgeon believed that the stent had some morphological changes. For the sake of surgical safety, delivering the stent again may increase the risk. The surgeon then replaced the sfr-4-20 thrombectomy stent, successfully delivered and deployed it, and after staying for five minutes, pushed react-71 to go upper, combined with drawing and pulling, and successfully completed the thrombectomy. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter rebar-18 b787240, guidewire avigo.